Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to observations of high shock impedances greater than 200 ohms, and noise that was oversensed causing inappropriate shocks. The shock impedance was stable in 110-120 ohm range until 11 days ago, when it suddenly spiked to greater than out of range. Several measurements back to normal range after that, and then there are additional spikes greater than 200 ohms. The noise was reported as reproducible, and the impedance measurement for the shock was 69 ohms. No additional adverse patient effects were reported.